Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with an insulin pen. The customer stated that he did not rewind and prime the pump after programming. The customer stated that he rewound with a reservoir in place and received a no delivery alarm. The customer's blood glucose 15 minutes into the call was down to 500+ mg/dl. The customer was assisted with reviewing, programming, sensitivity setting, carb ratio and active insulin settings. The customer will contact health care provider.